Event description:
This report is for the 2nd handpiece used in this case and is linked to mfg report numbers 3006697299-2025-00030 and 3006697299-2025-00031: a defect occurred during surgery: the cusa excel had a cooling water alarm: the handpiece (hp) (et4662, (B)(4) (tip) was installed correctly. While testing the hp, the amplitude light only rose to 10% instead of the 100%, so giving hp alarm. When testing the hp again, then it gave cooling water alarm. A second cusa hp (B)(6), (B)(4) was used and worked 1 or 2 times and went back in cooling water alarm many times. The surgery team continued surgery with the cusa excel after each use (of 30 seconds (+/-?) Shut down cusa and starting it up again. The surgery was extended for more than 30 minutes. The third hp (B)(6), (B)(4) was tested also during the surgery but didn't work. (The sales rep said that it was overtorqued). The surgical outcome was ok.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies during the manufacture or packaging that could be associated with the incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: during evaluation, amplitude intermittent started and intermittent cooling water alarms appeared. Twisted internal tubing was found, causing a reduction in cooling flow and subsequent alarm. Root cause - the root cause is "twisted internal tubing." The tubing may become twisted due to wear and tear over time or as a result of bad handling / misuse of the device. No CAPA has been issued related to the reported condition, and no CAPA initiation is required at this time, as this complaint issue does not represent an adverse trend or unacceptable individual risk.